Event description:
Customer reported that he has been receiving battery out limit alarms, the buttons are unresponsive and there are some cracks on the insulin pump. Customer stated that he has to change the battery out a few times in order to get the pump to function. He stated that around where the cap goes into the pump has a missing piece. Customer stated that he was trying to do fill the cannula and it was showing 0.0 units and it was not filling and then he pressed the act button and all of a sudden fill cannula showed 0.4 units. Customer is unable to clear the alarms due to the keypad issue. Blood glucose is 96 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.